Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70. Serial: (B)(4), batch: 7082289/7082375.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device will not be returned.